Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced for an unspecified issue. Attempts were made to obtain additional information; however, were unsuccessful. No additional adverse patient effects were reported.